Event description:
New information stated that there were no complications and the patient happy was discharged.

Event description:
It was reported that the patient presented to hospital with sudden onset diaphragmatic stimulation on (B)(6) 2017. The device was in backup vvi mode. After a device download, the device resumed normal function.